Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device logged two critical event codes and displayed an ¿abnormal energy delivery¿ message when shocking. One event code logged in the device¿s memory is related to a potential failure of the device to deliver defibrillation energy. The other event code logged in the device¿s memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly. Stryker determined that the cause of the reported issue was due transistor, designator q8. Q8 was electrically shorted and caused no energy output to be delivered.

Event description:
The customer contacted stryker to report that their device logged two critical event codes and displayed an ¿abnormal energy delivery¿ message when shocking. One event code logged in the device¿s memory is related to a potential failure of the device to deliver defibrillation energy. The other event code logged in the device¿s memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.